Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor therapy. It was reported that the stimulation was uncomfortable when the patient was walking and felt like the patient was being electrocuted. Patient also said they got up last night more times than they wanted. Patient said prior to getting the device they were up every 1-1.5 hours and during the evaluation the patient was up every 3-4 hours. Last night the patient was up maybe every 2 hours. Agent did not ask about the circumstances that led to the reported issue. Reviewed how to decrease stimulation. After decreasing stim patient confirmed stim was comfortable when walking. Patient has an appointment with their healthcare professional (hcp) on (B)(6) 2020 "or something". Recommended the patient discuss their symptoms with their hcp at appointment.